Event description:
Reportedly, during patient use, the oxygen sensor readings are displaying lower than set value. Calibration of the oxygen sensor was not able to resolve the reported issue. The oxygen sensor was replaced, which resolved the reported issue. No adverse medical effects nor harm to the patient reported.

Manufacturer narrative:
(B)(4).